Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 4 followed by a pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump received pump errors and audio anomaly. The customer¿s blood glucose level was unknown. The insulin pump received pump error 4 and pump error 63. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. Self-test was passed. The customer stated that audio is not always working and customer can't hear the difference with the volume levels. The insulin pump will be returned for analysis.